Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms in bipolar configuration. Stable measurements were observed when the lead configuration was programmed to unipolar. The physician opted to leave the configuration programmed to unipolar and continue monitoring. No adverse patient effects were reported. This product remains in service.